Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 5738878. 320-01-38 - equinoxe reverse 38mm glenosphere: 5834205. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5780355. 320-15-01 - eq rev glenoid plate: 5391862. 320-15-05 - eq rev locking screw: 5942311. 320-20-00 - eq reverse torque defining screw kit: 5941197. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5793551. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5885642. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5926002. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: 5695823. 320-38-13 - equinoxe reverse 38mm humeral const liner +2.5: 5731800.

Event description:
Approximately 5 year(s), 0 month(s) and 8 day(s) post-operative of a right tsa, the patient presented with unexplained pain in the right shoulder. The patient pushed up out of bed, pain in right shoulder. There were no actions taken and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.